Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon approaching the retroperitoneal anterior space with a space maker and upon inflating the balloon, the balloon did not inflate. A new device was used. There was no patient injury.